Manufacturer narrative:
Batch review performed on 25 june 2019: lot 132143: (B)(4) items manufactured and released on 02 august 2013. Expiration date: 2018-06-30. No anomalies found related to the issue. To date, all the items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain due to a loose stem 5 years and 6 months after primary. The surgeon revised the stem, head, cup and liner with another company's product and the surgery was completed successfully.